Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 26 mg/dl. Customer¿s other blood glucose values are 46 mg/dl and 53 mg/dl. The customer stated that insulin pump had multiple pump error alarms and buttons were sticking. Customer was treated with juice for their low. The customer reported that insulin pump passed displacement verification test and self test. It was unknown that auto mode feature was active or not at the time of incident. The insulin pump will be returned for analysis.